Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced chronic pain post insertion and was referred for a total excision that was conducted on (B)(6) 2021. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? If reoperation was performed, please provide surgical findings? Was the device removed? If so, please date and details of the re-operation. Product code and lot # if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?